Event description:
It was reported in an article in journal of "neurochirurgie" titled "endoscope-assisted decompression of facial nerve for treatment of hemifacial spasm", approximately sometime post microvascular decompression procedure, one patient out of five fifty-three patients developed cerebrospinal fluid leak as main complication. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. J. Magnan (2018). Endoscope-assisted decompression of facial nerve for treatment of hemifacial spasm. Neurochirurgie, 64(2): 144-152. Doi: 10.1016/j.neuchi.2018.01.007.